Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner is cutting their tongue badly and making it sore. They have filed down the aligner but no help. Provided hh tips and requested additional information. Update from patient, they move to step 2 aligner, and it does not feel uncomfortable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.